Manufacturer narrative:
The precision checks and comparison tests after the service actions were acceptable. The calibration and qc results were within specified ranges. The alarm trace had a sample clot alarm before and an abnormal low signal on the date of the event. The patient sample tube was centrifuged for 4 minutes at 4500 rpm. The recommended centrifugation settings are 10 minutes at 1800 g. The investigation determined the event was consistent with clot formation due to the short centrifugation time. A general reagent problem was not present because the qc before the event was within ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The field applications specialist (fas) and field service engineer (fse) investigated the event and performed an unsuccessful precision check. The fse found a large serum clot; the alarm trace also showed a sample clot alarm and abnormal low signal alarms. He cleaned the analyzer and performed troubleshooting. A repeat precision check was performed with unsuccessful results. The fse replaced the measuring cells and the reagent probe, and further troubleshooting was performed. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys prolactin ii assay (prol) results from two patient samples tested on the cobas e 801 analytical unit. Patient sample 1 on (B)(6) 2025, the initial result was 2.00 uiu/ml with a data flag. On (B)(6) -2025, the repeat result was 258 uiu/ml. Patient sample 2 on (B)(6) 2025, the initial result was 2.00 uiu/ml with a data flag. On (B)(6) 2025, the repeat result was 360 uiu/ml. The clinic questioned the results prompting the patient samples to be rerun.